Event description:
During an incident on 1/2/00 involving a patient in cardiac arrest, this defibrillator failed to maintain the charge, indicating low battery. A second battery was put into the defibrillator causing the same situation, failed to maintain the charge, indicating low battery. The patient was found on the 10th floor being assisted by staff personel who said the patient passed out. CPR was in progress. Als was not available, and since the hospital was 1 1/2 blocks away, the patient was transported by bls without further attempts to defibrillate. The defibrillator had been checked in the morning prior to tour with no problems.